Event description:
An ophthalmic assistant reported that during an intraocular lens (iol) implant procedure a capsule tear was observed when the iol was placed in the eye. A vitrectomy was performed. The iol was removed and another iol was implanted in the sulcus. The assistant stated that according to the surgeon, he is not sure if the capsule was torn prior to insertion. Additional information was received from the ophthalmic assistant, who reported that the event resolved. A miotic treatment was required. In the surgeon's opinion the iol did not cause/contribute to the event.

Manufacturer narrative:
Evaluation summary: the product was returned. Optic and haptic damage was observed. Some of the damage appears to have been caused by an instrument used to grasp the lens. Solution with a small amount of blood is dried on the lens. Iol product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. A malfunction of the product has not been indicated. Not enough information was provided in the report for further investigation. There have been no other complaints reported in the lot number. A completed questionnaire was received. (B)(4).